Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to high pace impedance (value not reported). A different lead was used to complete the procedure and no adverse patient effects were reported. The lead is expected to be returned to boston scientific for analysis.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to high pace impedance (value not reported). A different lead was used to complete the procedure and no adverse patient effects were reported. The lead is expected to be returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.